Manufacturer narrative:
Analysis confirmed the stated reason for return of stylus touch-pen difficulty and additionally noted that there were errors in the update history. It was additionally noted that though it was worn, the stylus was working correctly and that the programmer had bullets missing. The touch screen assembly, stylus and bullets were replaced, the touch screen calibrated, new software installed, the device was cleaned and it then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus had difficulty with calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.